Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer noticed on her carelink personal reports some temporary basals programmed, which the customer did not program. It was stated that after reviewing the reports, there were several incidents from (B)(6), 2010 thru (B)(6), 2011, and a big increase of temporary basals were recorded, that the customer did not recognize. It was stated that most of the basal programmed occurred in the evening. It was also stated that on (B)(6), 2011 the temporary basal has been programmed four times without the customer's intervention. No further information was provided.